Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. There is no expiration date for this product. The actual device was evaluated in the field on (B)(4) 2011. The manufacture date is unknown at the time of this report. Evaluation summary: after evaluation by a field service technician, it was discovered that the keeper clip was missing from the examination light. The keeper clip is used to hold the examination light head to the spring arm. If the keeper clip is missing, there is potential for the light head to disassemble from the spring arm. It could not be determined how the keeper clip came to be missing, but it is possible that the keeper clip was not installed properly by the customer. A new hardware kit which includes the keeper clip was sent to the customer. The customer installed the keeper clip and reported that the examination light is functioning properly. There was no patient involvement and no adverse consequences reported. This is not a single use device.

Event description:
Stryker reference # (B)(4). It was reported that the keeper clip was missing in the visum 300 examination light. There was no patient involvement and no adverse consequence reported.